Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit of the electric pen drive device was not functioning and was defective. It was noted that the e-pen was not functioning. It was further determined that the device failed pretest for check function with foot pedal, check function with test hand switch, and check function and direction of rotation. Therefore, reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before use on a patient it was observed that the electric pen drive device had vibration during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.